Manufacturer narrative:
A1 - patient identifier: (B)(6) (total of 2 patients). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false negative alinity I stat high sensitive troponin-I results for 2 patients. The following data was provided: on 23jun2024: sample ID (B)(6). Hstni stat result = < 3.2 ng/l. Repeat result = 580 and 524 ng/l (same tube). Previous result = 912 ng/l (another sampling in the morning). The result of < 3.2 ng/l was sent to the doctor. Sample ID (B)(6). Hstni stat result = < 3.2 ng/l. Repeat result = 524 ng/l. Previous result = 5122 (B)(6) 2024) (different sampling in the morning). There was no impact to patient management reported.

Event description:
The customer reported false negative alinity I stat high sensitive troponin-I results for 2 patients. The following data was provided: on (B)(6) 2024: sample ID (B)(6), hstni stat result = < 3.2 ng/l, repeat result = 580 and 524 ng/l (same tube), previous result = 912 ng/l (another sampling in the morning), the result of < 3.2 ng/l was sent to the doctor. Sample ID (B)(6), hstni stat result = < 3.2 ng/l, repeat result = 524 ng/l, previous result = 5122 (06/23/2024) (different sampling in the morning). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent kit lot 60448ud00 and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The number of standard deviations to cut-off for the negative population and the patient median values obtained with the complaint lot 60448ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 60448ud00 was identified.